Event description:
User states that the seat does not stay clicked into place; the unit is very wobbly.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.